Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the ventilator delivering low fio2 (fraction of inspired oxygen) was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the ventilator was delivering low fio2 (fraction of inspired oxygen). There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for initial medwatch report section d4, model #, of the initial medwatch report stated: prt-00490-001 section d4, model #, of the initial medwatch report should have stated: vocsn, english section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).